Event description:
It was reported that the pt had been experiencing exaggerated rebound spasticity, muscle rigidity, and increased baseline spasticity for a "week or so". The pt's last refill was in 2008 and next refill was scheduled for the next 3 months. The pt was at home and the pt's status was undetermined. It was later reported that the pt experienced increased pain and headache. The pump contained lioresal and "other" unnamed drug. Per the hcp: "we treated her the day the fracture in her lumbar catheter was detected" by another hcp approx. 3 weeks earlier. Intervention performed was not reported. The pt's pain and spasticity were gone when the managing hcp saw her in follow-up recently. The pt recovered without sequela.

Manufacturer narrative:
Results code: used for catheter.